Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'under infusion' was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'did not alarm an upstream occlusion' was not verified. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm an upstream occlusion and an under infusion which shows roughly 70ml dispensed but bag mostly full. The pump was supposed to be infusing magnesium (1gm at 100ml/hour), initiated at 1223. At 1305, bag appeared almost as full as when infusion was initiated, but pump registered 70ml infused. Registered nurse (rn) requested to review pump and also acknowledge pump registered 70ml infused, though bag appeared almost full and drip chamber had no evidence of dripping. A kink was discovered directly above pump and released and then we could visualize drips in chamber as expected. Pump was removed from use and new pump obtained as pump failed to alarm occlusion and in fact was registering infusing of ml. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.